Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine clinic visit. Noise was noted on the ventricular lead, combined with an intrinsic high ventricular rate. No intervention was necessary. The patient was stable and remained stable throughout the interrogation.